Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of the customer an unspecified low readings issue with the adc freestyle libre sensor, as compared to the built-in meter. The customer subsequently experienced the symptom of headache, and was taken to a hospital. An unspecified laboratory result was obtained, the customer diagnosed with hyperglycemia, and treated with an additional dose of insulin. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported on behalf of the customer an unspecified low readings issue with the adc freestyle libre sensor, as compared to the built-in meter. The customer subsequently experienced the symptom of headache, and was taken to a hospital. An unspecified laboratory result was obtained, the customer diagnosed with hyperglycemia, and treated with an additional dose of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Observed sensor plug was properly seated in the mount and no issues were observed. Sensor found to be in state 5 (indicating normal termination). Extracted data from returned sensor using approved software. Performed visual inspection on sensor plug assembly and no issues were observed. Current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.